Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing loss of coverage and worsening weakness in the hands and legs. It was noted that there was a cervical lead migration. The cause of weakness was unknown and nothing related to any of the scs surgeries was known to have caused any of the new symptoms. The patient will undergo an ipg and lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead; model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing loss of coverage and worsening weakness in the hands and legs. It was noted that there was a cervical lead migration. The cause of weakness was unknown and nothing related to any of the scs surgeries was known to have caused any of the new symptoms. The patient will undergo an ipg and lead replacement procedure.